Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the handle of the instrument broken off. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the handle of the received collinear reduction clamp sliding mechanism is broken off at the crossover from the screw section to the main body of the handle. The fragment was also returned for evaluation. In general is the device in a very used condition, there are many wear marks, like slight scratches and nicks at the handle visible. Both cover plates have many clearly visible scratches and the tip at the forefront are worn and partially flattened. Dimensional inspection: the relevant dimensions cannot be verified anymore as the breakage occurred at the crossover from the screw section to the main body. Document/specification review: drawing was reviewed to verify the material specification of the handle. This drawing version is in place since the year 2006, which speaks against a design related issue. The review has shown that the handle was made with pa-66 plastic as defined in drawing. Investigation conclusion: the complaint is rated as confirmed as the handle is broken off as complained. No definitive root cause could be determined, it is more likely that unintended excessive forces such as device being dropped during usage/handling contributed to this complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.291. Synthes lot number: 160354-101. Manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: oct 28, 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.